Event description:
Patient¿s mother reported ms3 pump sn (B)(4), due (B)(6) 2019. Kept prompting to load cartridge after cartridge loaded, took 4 attempts then started to work, then after pump running, while in use, pump alarmed for no cartridge. Able to use back up pump. No adverse event /injury as result malfunction. Courier shipped replacement pump. Return box sent to patient. Reported to (B)(6) by patient/caregiver. Strength: 2.5mg/ml; dose or amount: 151ng/kg/min; frequency: continuous; route: sq; dates of use: from (B)(6) 2017 to current; diagnosis or reason for use: pah.